Event description:
Dial down cap on tuohy borst hemostasis valve catheter inadvetantly unscrewed and removed with cath gard contamination shield upon discontinuance of swan ganz catheter. Patient devdloped clinical symptoms of air embolism. When cap was removed, one way valve mechanism was also remove leaving and open portinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted. Results of evaluation: design - human factors. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by manufacturer/distributor representative. The device was destroyed/disposed of.